Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. The broken im nail was replaced with a 9mm x 340mm standard nail per the sign technique manual. Surgeon comment: "her first surgery was done 3 years back and she had poor followup with only one appearance at out orthopedic referral clinic. The nail broke eight months back (from the history) but she still failed to come to our clinic for 8 months. "